Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there is a crack going down where the cartilage is and she tried to rewind the pump but it said external ram crc error alarm. Customer stated that she was rewinding and after priming, the alarm stays on the screen and it keeps pressing esc. Customer stated that the damage is on the reservoir chamber. Customer did not want to continue troubleshooting.